Event description:
Pt self tester reports discrepant results with meter. Date: (B)(6) 2010, inratio: 1.7, retest inratio: 1.2. Pt claims that inr results at the doctor's office were higher and within the target range.

Manufacturer narrative:
Investigation pending.